Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue because the logs did not capture the root cause of the reported behavior. Code d15 and previously reported codes b01, c19 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Evaluation of the returned software logs was not complete at the time of this report. A follow up report will be sent when analysis is completed. H6 - evaluation codes b01, c19, d14 apply to the system checkout. Codes c21, d16 apply to the returned software logs. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97357361. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulties registering a patient while in surgery. At the time of the call they were unable to pass using trace registration. Site was using a flat emitter. They switched to 3 point touch trace registration. This allowed the site to get past minimum trace, but the site did not like the registration accuracy metric. Additionally when the surgeon was tracing on the middle of the patient's head, they saw it showing up on the right side of the patient. The site also mentioned that the exams were "not optimal for stealth". Additional information received indicated that imaging was aborted and there was no patient impact and no delay.